Event description:
A report was received that the patient had difficulty charging the ipg as it was buried too deep. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg as it was buried too deep. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached 50ma, which is the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.